Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform troubleshooting steps, such as tightening the t:lock, adjusting the tubing, and delivering a bolus. These actions resolved the occlusion alarms temporarily, and it was suggested that an inflammatory response or scar tissue might cause the blockage. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy.